Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿plastic deposits¿ were found in a discardit¿ ii syringe w/o needle when drawing up medication. The syringe was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: sample evaluation we have been provided with the affected sample. No defect was found in the provided sample. Bhr review; we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine (B)(4) (september 3 - 4th, 2016). Syringes were assembled in machine, (B)(4), in lot #6242446 (august 29th - september 5th, 2016). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6239275, and #6230486 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6239384, and #6230008 and no problems, defects or qn related to the reported issue were found. Root cause analysis based on the customer description, we consider that the particles inside the syringe could be composed by lubricant from the syringe barrel. The lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. Confirmation the provided sample did not present the reported issue. We could not confirm the reported issue. CAPA determination: although the defect was not verified for this instance, bd recently investigated a similar complaint, appropriate personnel have been notified and are looking further into this issue. We have initiated the appropriate corrective and preventive actions for this issue. CAPA (B)(4).